Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had turned stimulation off for an unrelated surgery and the patient was trying to use their new patient programmer (pp), but was having trouble getting their program. The caller was assisted with using the pp and was advised that stimulation can be turned on with the new pp, but the patient would not have access to the programs that were on their previous pp until the patient saw their healthcare provider (hcp) to have to programs loaded on the new pp. During the call the patient could not get stimulation turned back on with the new pp and encountered poor communication several times. The caller was advised that the patient should attempt to find their old pp and get new batteries. If neither of these steps resolved the issue the patient was advised to call the manufacturer call center again for additional troubleshooting. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.